Event description:
After implantation time of about 38 months, it was reported to us that this pt had expired. After oversensing had been detected, via home monitoring, the pt was asked to come in for a f/u the following day. Even before this f/u, both inappropriate shocks and tachycardias were to have occurred in the pt on the same day. The tachycardia was terminated, but the state of the pt continued to be unstable. The clinic then decided to deactivate the shock function and to perform an immediate revision. After the ICD had been explanted during this surgery, the pt again experienced tachycardia, which could not be terminated despite external shock deliveries. The pt was subsequently declared to be dead. The leads were not explanted, and the explanted ICD was not handed over to biotronik for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the available info. The mfg process of this device was reviewed. The mfg documents showed no anomalies that could be connected to the complaint. All mfg steps were carried out correctly. Since the devices are not available for analysis, the cause for the reported oversensing with inappropriate shock delivery cannot be determined. It must be noted that the fatal tachycardia started only after the explantation of the device. The ICD system was therefore not causally involved in this tachycardia and "since it had already been explanted at this time" as unable to intervene therapeutically and to terminate the tachycardia.